Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 1st of 12 related incidents. The following information was provided by the initial reporter: " these are known problems with blocked/ airlocked needles... We quarantined 27 needles in 1 box that were not used as per our guidelines... We had to fill out 1 rls and 3 vaccines were wasted due to the needle issue... Was this noted in the first use? Yes. Were you able to draw up solution and then unable to expel? Both. Is there any visible blockage? No. Was there any course of treatment changed due to this event? No harm reported... What type of procedure is being performed? Vaccination. What medication was used? Various vaccines".

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 1st of 12 related incidents. The following information was provided by the initial reporter: " these are known problems with blocked/ airlocked needles... We quarantined 27 needles in 1 box that were not used as per our guidelines... We had to fill out 1 rls and 3 vaccines were wasted due to the needle issue. 3. Was this noted in the first use? Yes. 4. Were you able to draw up solution and then unable to expel? Both 5. Is there any visible blockage? No. 6. Was there any course of treatment changed due to this event? No harm reported. 8. What type of procedure is being performed? Vaccination. 9. What medication was used? Various vaccines."

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2024137. D4: medical device expiration date: 31-dec-2026. H4: device manufacture date: 24-jan-2022. H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 1st of 12 related incidents. The following information was provided by the initial reporter: " these are known problems with blocked/ airlocked needles... We quarantined 27 needles in 1 box that were not used as per our guidelines... We had to fill out 1 rls and 3 vaccines were wasted due to the needle issue... Was this noted in the first use? Yes. Were you able to draw up solution and then unable to expel? Both. Is there any visible blockage? No. Was there any course of treatment changed due to this event? No harm reported. What type of procedure is being performed? Vaccination. What medication was used? Various vaccines."